Manufacturer narrative:
Should additional information become available, a supplemental record will be filed. It was reported that the irc10lxo2 did not malfunction. There was no malfunction that caused or contributed to the death. It was reported that the end user died from old age and medical issues. User¿s manual review (1118353 rev. K, page 15) warning - never block the air openings of the product or place it on a soft surface, such as a bed or couch, where the air opening may be blocked. Keep the openings free from lint, hair and the like. Move oxygen concentrator at least 3 inches away from walls, draperies or furniture.

Event description:
The dealer states the end user's granddaughter called him on (B)(6) 2016. He states the end user passed away on (B)(6) 2016. The end user's granddaughter alleged that prior to the end user passing, she fell and was on the ground for a several hours and when found, her hand was underneath the 10l concentrator and her hand was burned. End user was taken to the hospital and indicated that it got infected. Update from consumer affairs on (B)(6) 2016: the dealer spoke to end user's granddaughter on (B)(4) and she said her grandma had fallen and was found hours later with her hand under the concentrator and her hand was burned. She allegedly got an infection in the burn and later passed away. There are no details relating the burn to her passing away and no further details were provided. End user's dob is (B)(6). Update from consumer affairs on (B)(6) 2016: end user's granddaughter stated that at the end of (B)(6) at 4 am, they woke up from her grandma yelling and went running in her room and found that she had fallen when she got up to use the bathroom and her hand was under the concentrator and allegedly got burnt and her fingers were black. They called 911 and end user was taken to the hospital by ambulance. End user had diabetes and a lot of medical issues according to the granddaughter. She had been in and out of the hospital for the past few years and died of old age and medical issues. End user's granddaughter states they wanted to amputate her fingers but had not done so when she passed away. End user passed away a month later (B)(6) 2016. Granddaughter was asked if the end user passed away from the burns and said no, but it didn't help. Granddaughter also stated no autopsy has been done because it is too expensive.